Event description:
The respiratory care manager reported the following: on (B)(6) 2012, the nursing assistant noticed that the female patient's visual call light was on and went into the room. The nursing assistant reported the patient didn't look good and was trying to get her attention. The nursing assistant reported the ventilator monitor was black and the ventilator was off. The patient's oxygen saturation was decreasing into the 60's and she was becoming dusky / blue. The patient was removed from the ventilator and ventilated manually with o2 saturation increasing back to 90's. The ventilator was powered back on and displayed a countdown and would not start back into normal ventilation mode. The ventilator was removed from use and set aside with circuit intact. The patient was placed on another ventilator without permanent harm. The ventilator had been connected to the facility remote alarm system and it was reported that when the ventilator shut down during the event it did not alarm and did not activate an audible alarm remotely. Upon evaluation of the device, the manufacturers service technician reported the ventilator would not power on with either ac or battery power. The service technician replaced the power supply to address the finding. Applicable final testing, including the power fail alarm, was performed and tests passed to operating specifications. The service technician reported the batteries were fully depleted, were charged for 24 hours and were recharged and operational.